Event description:
It was reported that the customer observed that the plastic at the tip (where it meets the metal) of the maryland bipolar forceps instrument was burnt.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the internal wire to be exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on all three attempts. Additionally, the instrument delivered energy with no signs of arcing on all three attempts.